Event description:
The customer reported the touchscreen did not work properly. The customer reports they completed a touch screen calibration that passed successfully however when they go into the mask port settings they notice that the cursor bounces back and forth. There was no patient involvement. The remote service engineer advised the customer that the bouncing cursor is due to a nav ring issue, not a touchscreen issue, and recommended to replace the front bezel.

Manufacturer narrative:
The field service engineer replaced the front bezel, and the issue was resolved. Previous investigations shown that the root cause of the nav-ring failures was liquid ingress due to the variability of the assembly process.